Manufacturer narrative:
Concomitant product: product ID: 97791, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. The lead (serial # (B)(4)) was returned and analysis found no anomalies with the lead. (B)(4).

Event description:
Additional information received from the manufacturer representative (rep) reported they lead was replaced and the issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
The manufacturer representative (rep) reported that during initial intraoperative impedances results the new lead tested intra-operative at .7v showing greater than 10,000 ohms. The rep mentioned that they tested in the implantable neurostimulator (ins) was tested multiple times, removed the lead and tested in the multi-lead trialing cable (mltc) as well. Impedances were only at 0.7v and still showed greater than 10,000 ohms. The rep did not report any visual damage, implant of lead was really smooth with no issues. High impedance considerations were reviewed as well as testing at 3v however they noted that they had tested impedances 6 different times so testing at 3 would not be possible. It was noted that the lead was replaced with a new lead and they would be sending the lead in for analysis. No medical symptoms were reported. Other relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.